Event description:
It was reported that during a procedure, char was noted on the catheter tip. No patient consequence was reported. In spite of the follow-ups for more detailed information, no other specifics have been made available by the customer, including the generator setting and irrigation flow rate, whether or not impedance rise was noted, any abnormal catheter irrigation, ablation delivery time as well as approximate size of the char, etc.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure char was noted on the catheter tip. No patient consequence was reported. In spite of the follow-ups for more detailed information no other specifics have been made available by the customer, including the generator setting and irrigation flow rate, whether or not impedance rise was noted, any abnormal catheter irrigation, ablation delivery time as well as approximate size of the char, etc. Upon receipt of the returned device, visually inspection found the catheter in normal condition without any evidence of char. The catheter was tested for electrical, temperature and generator tests and passed all these tests. Patency flow test was also performed and the device was found with all six tip dome holes flushing properly. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.